Manufacturer narrative:
Based on the claim against the product by the customer noting unable to open, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the force bipolar instrument returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Review of the provided image is consistent with the misaligned/bent jaws alleged complaint. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar jaws were unable to open and required use of instrument release key (irk). Jaws were misaligned. The procedure was with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and additional information was obtained about the complaint. The instrument was inspected prior to use. The procedure was completed robotically. There was no injury to the patients and no report of fragments falling into patient. The site's cleaning/sterilization methods did not recently change. Tissue was in the jaws and the irk was used to release it. No tissue was excised unexpectedly due to the event. The procedure being performed at the time of event was a lap band removal. The instrument was in use for 112 minutes prior to the event. Isi received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable at the distal end. This caused the jaws not to open. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.